Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery longevity of this implantable cardioverter defibrillator (ICD) went from nine months remaining to elective replacement indicator (eri) status in a span of one month. Boston scientific technical services (ts) discussed option doing save to disk and sending file. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.